Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
The customer reported that an ophthalmic laser did not fire, the light beam was visible but it did not shoot. Details of surgery and patient impact was not provided. This complaint is pertaining the one of two patients received from the initial reporter.